Event description:
Caller reported a low test reading of 37mg/dl with the freestyle. Jelly and glucose gel were consumed. Caller was unable to respond and paramedics were called. Upon their arrival approximately an hour later, customer's reading was 27mg/dl with an unknown brand of meter. Futher treatment details were not provided.